Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was testing firing the device on a towel when the first two clips fired fine. However; after firing the third clip on a towel the device would not open. Another device was used to complete the procedure. There was no patient involvement.

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream (B)(4). In 1999, the patient used super poligrip (formulation unknown) at unknown dosing. At an unknown time after using super poligrip (formulation unknown), the patient experienced neuropathy, seizure disorder, zinc toxicity, nerve damage, and injury. This case was assessed as medically serious by gsk. Treatment with super poligrip (formulation unknown) was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "zinc toxicity and extensive nerve damage resulting in neuropathy and seizure disorder." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." The patient's injuries and damages were considered permanent and would continue into the future.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the (B)(4) device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.